Event description:
It was reported that the user experienced low blood glucose events and was treating early with approximately 12 ounces of juice before receiving the device low alert, resulting in blood glucose elevation after treatment; education was provided to adjust oral glucose treatment, and the event was categorized as a usage issue rather than a device malfunction. Symptoms included hypoglycemia. Outcomes included the need for medication-level intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem associated with an improper method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.